Event description:
It was reported that the atrial lead had low p waves, was oversensing and noise was present. It was also reported that these were not able to be reproduced with in-office provocative testing. The atrial lead is being monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.